Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the patient¿s expiration cannot be conclusively determined. The patient was taken back to the operating room due to suspected pericardial effusion; however, there was not as much as originally expected. Once they returned from the or, the patient was volume overloaded and was started on continuous veno-venous hemofiltration. Blood cultures were performed which were positive for pseudomonas. The patient was placed on multiple drips with no response to the infection. The patient¿s family chose to withdraw care and the patient expired on (B)(6) 2019 due to pseudomonal septic shock. No autopsy was performed, and the pump was not explanted. No product available for investigation. Sepsis and infection listed as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was taken to the or due to suspected pericardial effusion. Per surgeon, the echo was unremarkable. After returning from the or, the patient had volume overload and was started on continuous veno-venous hemofiltration. Blood cultures came back positive for pseudomonas. Multiple drips with no response and family chose to withdraw care on (B)(6) 2019. No further or additional information was provided.